Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional endovascular abdominal aortic aneurysm (aaa) repair procedure via an 8f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred. The suture of two additional prostyle devices were successfully pre-placed. The sheath was upsized to 18f and the aaa repair procedure was completed. After the procedure, the pre-placed sutures were both tightened; however, hemostasis was not achieved. A surgical cut-down was performed where it was noted that one of the pre-placed sutures was placed in the side wall of the vessel. The suture was intentionally cut/removed from the patient and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.